Event description:
It was reported that the ventilator was on ac power and had continous low peep low battery alarms while on a pt. The ventilator then reportedly turned off while the therapist was still setting up and performing the first ventilator check. The pt was placed on another ventilator. No reported harm to the pt.